Event description:
It was reported that the pump alarming no disposable pump won't run. The settings were reviewed, pump turned off and tubing clamped. The cassette was removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Patient will call clinic at this time for assistance. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.